Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: investigators were unable to duplicate the alleged ¿intermittent power¿ complaint. The review of the black box data showed a single unexpected power reboot and multiple power reboots post ¿cs052¿ alarm. The battery cap was not returned for investigation; a test battery cap was able to fit securely and no power interruptions occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.